Event description:
It was reported that during inspection the device was found damaged, it was broken threads. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the medium hex driver shaft tip threads are damaged. The medium hexdriver was not returned. This instrument shows significant signs of use and wear. This device was manufactured in 2008. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.